Event description:
The seat allegedly cracked. Although injury is alleged, no specific injury is known at this time.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on (B)(4) determined this is an MDR. (B)(4). (B)(4) issued mfg report #1525712-2012-00023 with (B)(4) as the manufacturer. The correct manufacturer is (B)(4). A new (B)(4) issued mfg report # 1525712-2012-00040 with the corrected manufacturer.

Event description:
The seat allegedly cracked. Although injury is alleged, no specific injury is known at this time.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.